Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The data returned for analysis were evaluated. The analysis revealed that the clinical observation resulted from an invalid memory content in a memory area affecting the display of the statistic data. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
The patient stopped transmitting thoracic impedance data to home monitoring on (B)(6) after an in-clinic follow-up. At this time cls was turned on and the max tracking rate was increased. The device was checked on (B)(6) to ensure that it was still programmed on in the device. At this time it was observed that none of the statistics on the heart failure tab were populated. Statistics were reset and the patient was sent home. On (B)(6) the home monitoring transmission showed no statistics on the failure tab. This device remains implanted. Should additional information become available, this event will be updated.